Event description:
It was reported that a user attempted to connect an incompatible libre 3 sensor to the ilet, then applied and paired a freestyle libre 3 plus sensor, after which the pump displayed ¿dosing stopped, connect cgm or enter bg¿ while the sensor began its warm-up; the user elected to wait rather than enter a manual bg to resume dosing, and blood glucose levels remained unaffected, indicating a use-of-device problem with no specific device component implicated. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the pump and an initially incompatible sensor, consistent with a use-of-device problem and not attributable to a particular component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.

Manufacturer narrative:
Initial.